Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose while using an ilet system with a dexcom g7 continuous glucose monitor (cgm) after eating a cheesy rice bowl with broccoli and missing the meal announcement; the patient treated the event with soda and two glucose tablets, and the blood glucose nadir was 41 mg/dl confirmed by glucometer with sensor low of 43 mg/dl, resolving to 105 mg/dl. Symptoms included hypoglycemia with diaphoresis. Outcomes included characterization of the event as a serious injury/illness/impairment and that medication in the form of oral glucose was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure, and involvement of the user interface component as the interacting element. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.